Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv3 (low voltage 3) conductor was extrinsically fractured due to pulling/stretching,visual summary analysis of the lead indicated damage at implant,visual summary analysis of the lead indicated stretching. The analyst also noted:appears to be weld failure overstress at 44.9cm, damaged at implant attempt; weld and lv3 coil-block not in align with each other.

Event description:
It was reported that during implant the lead had high thresholds and no sensing. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.